Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during preventive maintenance, a damage on the control pc board was noted. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). During preventive maintenance performed by our field service engineer, a damage on the control pc board was noted. A protective cap over an inductor in the power circuitry to the processor was missing. The pc board was replaced but not returned. The ventilator passed all safety and functional tests and was returned for clinical use. Provided photo confirm the reported issue. The root cause of the missing protective cap has not been determined.

Event description:
Importer ref. #(B)(4). Manufacturer ref. #(B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).